Event description:
On (B)(6) 2023, it was reported by a sales representative via sems-06024137 that an ar-6480 console's pressure will not regulate. This was discovered during a procedure. The case was completed with another device with no patient harm.

Manufacturer narrative:
Complaint is confirmed. The device was evaluated with tubing under normal use conditions. The pump was powered on, no error messages or audible alarms were triggered. It was noted during the test that the pump motor/rotating parts made a loud noise when running. A clamping test was performed to simulate an overpressure failure on the pump and to verify if error messages and/or alarms would be triggered. The test indicated that the pump triggered an alarm and the rollers did stop moving. This behavior is expected. Upon functional testing, the device has overpressure at high settings and produces a loud noise. The unit flushed an abnormal amount of water. It was noted during the test that the pump motor/rotating parts made a loud noise when running.  Visual evaluation showed signs of wear in the pump housing close to the latch door and signs of rust/oxidation. Depth scratch on the top cover. The most likely reason for the reported failure is the wear and tear damage.